Event description:
It was reported that a large volume infusor experienced no flow. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.